Manufacturer narrative:
A draeger service technician inspected the device after the reported event and was able to confirm the reported failure by means of the information stored in the electronic log file. The log entries indicated an issue with the ventilator drive. The motor was determined as the root cause. After replacement of the motor the device was tested without further issues. The device was returned to service and has been used since then without further problems reported. The electronic log file was submitted for further analysis. The technician's finding could be confirmed. Furthermore, it was found that the faulty motor had been in use for approximately 14 years. It was concluded that the failure was the result of wear and tear. The failure rate is accepted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the fabius failed during use. There was no injury reported.